Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage to the valve strap which resulted in inner lumen deflation.

Event description:
Deflation resulting in explantation.